Event description:
The customer questioned results from 1 patient tested for tina-quant albumin gen.2 - serum/plasma application (albs2). The customer was questioning patient results obtained before being treated with cortisone and after being treated with cortisone. Based on the data provided, erroneous albs2 and total protein gen.2 (tp2) results were identified. It is not known if erroneous results were reported outside of the laboratory. This information has been requested. It is not known if all results are from the same sample or different samples. This information has been requested. On(B)(6) 2015 the patient was tested on the integra 400 plus instrument before being treated with cortisone and the albs2 result was 11.87 g/l. On 06/16/2015 the albs2 result from a vitros analyzer was 26.5 g/l and the tp2 result was 60.4 g/l. On (B)(6) 2015 the patient was tested on the integra 400 plus instrument before being treated with cortisone and the albs2 result was 12.19 g/l. After being treated with cortisone, the albs2 result on the integra 400 plus instrument was 11.87 g/l and the tp2 result was 46 g/l. An additional albs2 result from a c501 analyzer was 13.06 g/l. It is not known if the patient was adversely affected. This information has been requested. The albs2 reagent lot number was 613973. The expiration date was not provided. The tp2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Upon further investigation it was noted that the albs2 results were nearly the same when measured before and after cortisone treatment. An interference is unlikely. An analyzer and reagent issue can be excluded since calibration and quality controls were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It was clarified that albs2 results were reported outside of the laboratory. It was clarified that the patient was not adversely affected. The albs2 reagent lot number was clarified to be 61074901. Date received by manufacturer should be 06/30/2015.